Event description:
I started having problems with my eyes. They were extremely sensitive to light, red, painful, tear and felt like there was something in my eyes. I was using amo complete moisture plus at the time. I attributed my problems to my contacts and changed them a couple of times. Then I thought it was allergies and tried visine allergy drops. They still were no better. I went to the eye dr and he though it was because I was using too much visine. I stopped the visine and immediately it was better. Coincidentally I rec'd my new contacts and they gave me new contact solution. It was a small bottle and I ran out of it yesterday. I opened a new bottle of complete moisture plus with the same lot number and my symptoms have returned. It was only when my mom noticed how bad my eyes were in front of someone that she works with what we found out there was a recall. There is no doubte in my mind it was this solution that has caused many weeks of pain. Dose: contacts in solution all night. Frequency: daily. Route: ophthalmic. Dates of use: about 2 months. Diagnosis or reason for use: normal storing, cleaning of contacts.